Event description:
Pt underwent endometrial ablation procedure using hydroablation technique. MFR boston scientific. Pt sustained 2nd and 3rd degree burns to perineum, vulva and perianal regions. Took approx 5 weeks to completely heal. Had to be on antibiotics, burn creams and antifungals.